Manufacturer narrative:
The calibration and the quality control (qc) results were verified. A total service call was performed on the system. The customer loaded a fresh primary readypack on the system and recalibrated the assay. Siemens continues to investigate and monitor the performance of the assay at this site. The instructions for use states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed initial reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for seven patient samples that were considered discordant when compared to repeat non-reactive (negative) results. The initial reactive cov2t results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00322 was filed on october 5, 2020 reporting initial reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for seven patient samples that were considered discordant when compared to repeat non-reactive (negative) results. October 8, 2020 - additional information: it was unknown at the time of the original filing as to whether the device was serviced by a third-party vendor. The following information was provided on october 8, 2020. The non-reactive results are considered correct. Approximately 500 are run per week. The customer stated they observed qc issues on other days. The customer has tested approximately 150 samples with advia centaur sars-cov-2 total (cov2t) reagent lot 006. No further information was provided. Sample handling was reviewed: initial testing performed on fresh samples tested on day they were drawn, they were then refrigerated (2c to 8c) and then the repeat testing was performed. Samples were not frozen between testing, no repeated centrifugation took place. The customer uses sarstedt s-monovette 4.9 ml z-gel tubes. Siemens continues to investigate.

Manufacturer narrative:
MDR 1219913-2020-00322 was filed on october 5, 2020 and MDR 1219913-2020-00322 supplemental 1 was filed on october 30, 2020. Additional information - november 20, 2020. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.